Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation connected to another baxter set. A visual inspection, gravity flow testing, and connecting testing were performed. No disconnections, malfunctions or other abnormalities were identified during the evaluation of this device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a chemotherapy set leaked at the junction between the set and another baxter set. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.